Manufacturer narrative:
(B)(4). This is a report of a connection issue, where the patient did not securely fasten the minicap to the transfer set when disconnecting from therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between a minicap and transfer set. This occurred during peritoneal dialysis therapy. The patient stated that they had disconnected and not properly secured the minicap to the transfer set. The minicap fell off before they reconnected to therapy. The technical service representative advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.